Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging with a complaint of nasal/throat irritation or soreness.. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, and some potential hair or fibers at the air input of the blower box. Light dust-like unknown contamination on top of the blower motor and the blower motor seal. Slight black contamination, consistent with keratin, at the air outlet of the blower box. The pil used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The pil concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The pil concludes there was no evidence of sound abatement foam degradation. Pil was not able to confirm the complaint or address the symptoms specified.